Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue related to pre-use check failure has been confirmed during evaluation of the provided problem description and service report. Log files were not attached to this investigation. According to the information provided by the field service engineer (fse), it was found the air and o2 nozzle units were defective and have been replaced. Thereafter the ventilator passed all performance tests and was returned to clinical use. No parts were returned for further investigation. The root cause for the reported problem could not be determined.

Event description:
Manufacturer ref.#: (B)(4).